Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that patient having to charge their ins every other day now. Pt clarified they charged 100% 2 days ago, but today noticed their ins battery was empty/needing to be recharged. Pt said they were not using the ins a lot and they used to go a week between charges. Pss asked, pt denied any falls or changes in settings. The circumstances that led to the reported issue were asked but unknown. The patient was redirected to their healthcare provider to further address the issue.